Manufacturer narrative:
Analysis received the unit programmed with correct time and date. The unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. There was no unexpected suspend alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 500 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with correct time and date. The pump was monitored for 5 days with a 1.0 u hour basal rate. Several boluses were programmed and delivered during this period. No pump going in to suspend mode or unexpected suspend alarms were noted. The insulin pump was received with scratches on lcd window.